Manufacturer narrative:
The patient remains ongoing on vad support with no further issues reported. A direct correlation between the device and the reported elevated ldh values could not be conclusively determined. Multiple requests for additional information were issued to the customer with no further information provided. The report of elevations in pump power were confirmed through the evaluation of the submitted log file; however, a specific cause for the reported event could not be determined conclusively through this evaluation. The hm ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Hemolysis is listed (in the heartmate ii IFU) as an adverse event that may be associated with the use of the heartmate ii lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with elevated ldh and power elevations. Additional information was requested, but was not provided.